Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 60 mg/dl and the insulin pump was suspending but his blood glucose was 174 mg/dl. Customer received calibration error alerts. Customer removed the sensor and it was slightly curved. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that the sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.